Event description:
It was reported that "removal/revision of iliac bolts and lumbar screws - when dr went to remove screw, he noticed the tulip head on the screw was already disengaged from screw post. Was able to remove screw with xia removal driver. Re-inserted with a 9.5 closed head poly screw."

Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.